Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2022, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 80% stenosis was 30 mm long and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilation and placement of a 3.00 mm x 32 mm synergy stent system. The residual stenosis was noted to be 0%. Post dilation was not performed. One day later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day. The event was considered to be recovering/resolving. Two days later, the subject was discharged on aspirin and ticagrelor. It was further reported that a non-target vessel revascularization was performed, and medication was given to treat the event. It was further reported that in (B)(6) 2022, following post dilatation, the residual stenosis was noted to be 30%.

Manufacturer narrative:
B5 - updated describe event or problem.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2022, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 80% stenosis was 30 mm long and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilation and placement of a 3.00 mm x 32 mm synergy stent system. The residual stenosis was noted to be 0%. Post dilation was not performed. One day later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day. The event was considered to be recovering/resolving. Two days later, the subject was discharged on aspirin and ticagrelor.

Manufacturer narrative:
B5 - updated describe event or problem.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2022, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the distal right coronary artery (rca) with 80% stenosis was 30 mm long and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilation and placement of a 3.00 mm x 32 mm synergy stent system. The residual stenosis was noted to be 0%. Post dilation was not performed. One day later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day. The event was considered to be recovering/resolving. Two days later, the subject was discharged on aspirin and ticagrelor. It was further reported that a non-target vessel revascularization was performed, and medication was given to treat the event.